Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, infection.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. No issues were observed during the procedure. On an unknown date, a post-operative follow-up was performed, identifying a suspected device infection at the left/ipsilateral leg. The cause of the infection was reportedly unknown, and infection of other parts including the right leg or proximal portion was not reported. On (B)(6) 2021, a re-intervention was undertaken to treat the infection. An additional device was implanted to cover the contralateral gate. Then the left/ipsilateral leg of the trunk-ipsilateral leg was surgically exercised and explanted, and the femoro-femoral artery bypass surgery was performed. The patient tolerated the procedure.